Manufacturer narrative:
Retainer ring: black the insulin pump was received with a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery compartment and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. However, the pump was also received with a blank display due to moisture damage on the electronic assembly. Unable to verify unexpected error message, pump error 130 alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had an unspecified alarm. Customer stated self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.